Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly. Therefore, the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had corrosion on the connector socket and failed test for cleanliness. It was determined this was due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified veterinary surgical procedure, it was observed that the electric pen drive device, hand switch device and cable device stopped functioning while being used together. According to the reporter, there was a five second and then a twenty second delay and then a thirty second delay with the device. The reporter stated there were no delays to the surgical procedure. It was unknown whether a spare device was available for use. It was reported that the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.